Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a flu on (B)(6) 2016 with a low blood glucose level of 60 mg/dl. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with IV fluids. The customer mentioned that they had inaccurate readings from their sensor glucose monitor. The customer mentioned that they had lost their transmitter. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.